Event description:
On (B)(6) 2025, the user reported that the ilet device screen was unresponsive when attempting to swipe to unlock. After verifying that both the device and user's fingers were dry, the user noted the screen protector was peeling. Upon removal of the protector, the user was able to unlock the device but stated that the top portion of the screen remained unresponsive. Upon inspection, the user observed a chip on the right-middle portion of the screen and multiple surface cracks, though the device had not been dropped to their knowledge. A replacement ilet was arranged to be shipped, and the user confirmed having access to backup therapy in the interim. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.